Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-02765. It was reported that rotawire detachment occurred. The target lesion was located in the moderately tortuous and severely calcified mid right coronary artery. A rotawire¿ and 1.50mm rotalink¿ plus device were selected for use. During testing outside the patient's body, it was noted that the wire was detached when it was rotated to match the rotational speed of 200krpm. Continuous flushing was performed. The procedure was completed with another of same device. No patient complications were reported.

Manufacturer narrative:
Updated: device avail. For eval., returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method codes, result codes and conclusion codes. Device evaluated by MFR: the device was returned for evaluation. The device has the body wire broken at 195 cm from the proximal section. Although, the section broken was returned, the spring tip was not returned. The overall length and outer diameter (od) of the distal tip could not be measured due to the device condition. The od of the section near the break and proximal section were within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-02765. It was reported that rotawire detachment occurred. The target lesion was located in the moderately tortuous and severely calcified mid right coronary artery. A rotawire¿ and 1.50 mm rotalink¿ plus device were selected for use. During testing outside the patient's body, it was noted that the wire was detached when it was rotated to match the rotational speed of 200krpm. Continuous flushing was performed. The procedure was completed with another of same device. No patient complications were reported.